Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent that had been implanted in the kidney on (B)(6) 2017, and was removed on (B)(6)2017 as a planned procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and difficult to remove. A laser was used during transurethral approach in order to remove the calculus. The stent became torn, but was able to be removed completely. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent renal pigtail was broken, and also had calcification residues inside and outside the extrusion. A functional evaluation was attempted to be performed by inserting a 0.038 inch mandrel, however it did not pass through the stent due to residues noted inside the stent. Most likely some anatomical/procedural factors were encountered during the procedure, which may have limited the overall performance of the device. Based on the available information, the failure noted (pigtail broken) is a failure that could have been caused due to the laser used to crush the stones adhered to the stent. According to the device directions for use (dfu), stent occlusion/obstruction, encrustation, stent fragmentation, and stone formation are adverse events associated with retrograde and antegrade positioned indwelling ureteral stents. Therefore, ¿anticipated procedural complication¿ is selected as the most probable root cause for the complaint. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent that had been implanted in the kidney on (B)(6) 2017, and was removed on (B)(6) 2017 as a planned procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and difficult to remove. A laser was used during transurethral approach in order to remove the calculus. The stent became torn, but was able to be removed completely. The procedure was completed with a different device. There were no patient complications reported as a result of this event.